Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck, and windows update occurred during case. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation and other occupation a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck. A technical support specialist (tss) confirmed that the system had been receiving updates for their stations when one of the stations got stuck on windows updates for 45 minutes. The screen displayed the message, ¿getting windows ready, don¿t turn off the computer" and waited with the customer while the updates progressed, and eventually, the updates completed during the call. The system functioned as intended after the technical support specialist verified the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck, and windows update occurred during case. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.